Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 6935m62, lead implanted: (B)(6) 2024, explanted: (B)(6) 2024, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the patient¿s recent implant the patient had a large hematoma and was admitted to the hospital. Additionally, the right ventricular (rv) lead is exhibiting t-wave oversensing (twos) and two abrupt drops on r-wave amplitudes for an episode. The patient received an inappropriate shock for probable twos.  The sensing trends show there are drop outs in sensing from greater than 20mv to 2-3mv. The provocation maneuvers showed that on touching left hand to right should the morphology and axis changed on all sensing vectors. Reprogramming was done. It was noted that there was no evidence of the patient¿s arrest episode to reprogrammed rate. It was further reported that the right ventricular (rv) lead was removed and a new single coil lead was placed to the right ventricular apex. The patient was noted to be well after lead revision, however the cultures taken from the pocket showed signs of infection. Four days later, the pocket was opened after the patient was given intravenous antibiotics. Blood and clot were observed with the pocket, with approximately 500 milliliters removed. The pocket was cleaned with betadine and washed with saline. Generalized oozing was noted, but no clear bleeding point could be identified. The device system was explanted and replaced with a subcutaneous system implanted. No further patient complications have been reported as a result of this event.